Event description:
It was reported the video processor experienced an image noise and an e226 communication error during an unspecified procedure. The problem was resolved by rebooting and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.